Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations replicated/confirmed the customer's reported complaint. The instrument was found to have a broken main tube approximately 87.61 mm from the end of the distal tip. The break is located at the distal overmolded end of the main tube. A piece, measuring approximately 6.81 mm x 3.91 mm in size, was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Common causes of the failure mode, broken instrument main tube, are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inward, causing it to crack and subsequently break. Additional observation not reported by the site: due to the broken main tube, a detached fragment was observed that was not returned with the instrument. The common cause of this failure is attributed to user mishandling. This RMA will be transferred to engineering for further investigation.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the force feedback prograsp forceps plastic tip broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Instrument was reviewed by mechanical engineering and their analysis is as follows: the instrument has 2 of 4 uses remaining. The root cause of this RMA is related to user misuse, which resulted in damage to the instrument main tube (pn (B)(6)) at the distal overmolded section. Phone notes indicate that the instrument was damaged after the procedure. The extent of this damage typically occurs due to excessive loading conditions. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. Field h8 corrected to initial use.